Manufacturer narrative:
Mentor received additional information indicating that the patient underwent bilateral removal and replacement with mentor memorygel breast implant 500cc gel implants, catalog # 3505001bc, s/ns (B)(4). Device evaluation summary: it was reported that a (B)(6) year old caucasian female patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile 425cc and experienced deflation on the left breast implant. The deflation was confirmed during physical examination. As a result the patient underwent bilateral removal and replacement with mentor memorygel breast implant 500cc gel implants, catalog # 3505001bc, s/ns (B)(4) on (B)(6) 2018. It should be noted that the right side implant was 450cc. The device was returned to mentor without fluid inside. Yellow material was observed within the device. No foreign material was observed on the shell surface. During visual examination of the device, the product evaluation (pe) team observed a crease on the anterior view extending to the posterior. A rent was discovered within the crease on the anterior view measuring approximately 0.1 cm. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; the product evaluation team concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the yellow material observed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate plus profile 450cc saline breast implant, catalog # 3502450, sn (B)(4). (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile 425cc and experienced deflation on the left breast implant. The deflation was confirmed during physical examination. As a result the patient underwent removal of the implant on (B)(6) 2018. It should be noted that the right side implant was 450cc.